Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptom. This event is being filed as an MDR since the patient reported loosing an dental implant and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported a loss of implant (entire implant). The patient reported having a known history of dental implants prior to starting the treatment. The patient did not report requiring any medical intervention to alleviate the reported event. The patient did not report taking or being prescribed any medication due to the reported event. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.